Manufacturer narrative:
Sensor 0d4cwuaje has been returned and investigated. A visual inspection has been performed for the returned sensor and no issues were observed. No further investigation could be performed as the sensor applicator has not been returned. Therefore, issue is closed. If the applicator is returned, a physical investigation will be performed and a follow-up report submitted. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported pain with adc device insertion. The customer reported that they experienced pain in abdomen upon sensor insertion, and lost consciousness. A healthcare professional was called, and the customer was put on unspecified IV drip, and additionally provided "nitrazyine". There was no report of death or permanent injury associated with this event.